Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to deploy the needles could not be confirmed. The returned device analysis found the sutures were attached to the needle tips and in the back-down positions. The handle was in the locked position. The coiled suture lumen of the white suture was not attached or returned. There was no blood present at the marker tube to indicate marking was achieved before needle deployment. During returns lab testing the handle was pulled deploying the needles without difficulty. All four needles with the sutures attached were present at the hub. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted with a prostar xl device, using a pre-close technique, via a 6f sheath prior to an endoprosthesis procedure. Reportedly, after pulling the handle, the needles emerged without the sutures. The device was removed from the patient anatomy without any issue. A second prostar xl device was used with the same results. A third prostar xl device was used for successful suture placement. The sheath was upsized to 10f and the endoprosthesis procedure was completed. Hemostasis was achieved with the third prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the prostar xl device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, additional information was received stating that the sheath size at the time of the preclose technique with the prostar device was 10f. The needles of the first prostar xl, at the moment of pulling the handle, went on the subcutaneous and did not exit the skin. The needles were backed down and the device was removed. Reportedly, for the second prostar xl device: the needles were deployed, there was difficulty with the needles exiting from the top of the device. Needle backdown was performed. The device was rotated and a second attempt was made to deploy the needles. The second attempt was successful for suture placement. Hemostasis was achieved using the sutures of the second and third prostar xl devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). The other prostar xl device referenced is being filed under a separate medwatch MFR number.